Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 02july2025, a mitraclip procedure was performed to treat functional mitral regurgitation with a grade of 4. An xt clip was placed on the mitral valve. Upon closing the clip, tissue damage was observed on the posterior leaflet. Therefore, the physician decided to remove the clip and discontinue the procedure. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported tissue injury. Based on available information, the reported tissue injury appears to be related to challenging patient anatomy (patient's tissue integrity was questionable). The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.